Event description:
It was reported by the affiliate that (1) tvc55 was used during a total gastrectomy procedure. It was reported that the instrument locked out. The case was completed with another instrument and with no pt consequence. The device was discarded.